Manufacturer narrative:
Visual examination of the returned product shows sign of repeated use and the provisional has fractured through the middle with. All pieces were returned. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon reassessment of this event, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR 0001825034-2021-02768.

Event description:
Upon reassessment of this event, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR 0001825034-2021-02768.

Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a provisional articular surface fractured during the trialing process. There is no additional information available.